Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The dlk extended from the flap interface towards the pupil, located at the six to ten o'clock hour position. The pt was asymptomatic. The topical steroid drops were increased. In a follow up, the optometrist reported that the event resolved with the treatment, and the pt was doing well at the last post-op visit. No further info is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).